Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer and did not return back with the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. Based on the product analysis the ar code leak and detachment of device or device component was confirmed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. During ablation, physician noticed that the irrigation port on catheter, was leaking fluid at the connection between the irrigation port and the tubing. When attempting to tighten this connection, physician broke the entire port off of the catheter. Catheter was replaced and procedure completed successfully without patient complications. The device is expected to be returned.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. During ablation, physician noticed that the irrigation port on catheter, was leaking fluid at the connection between the irrigation port and the tubing. When attempting to tighten this connection, physician broke the entire port off of the catheter. Catheter was replaced and procedure completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.